Event description:
It was reported that the asymptomatic, non-pacemaker dependent patient presented with a pulse generator that could not be interrogated. Measured data from 2008 was 2.71 v, 12 ua, and 1.9 k, with an estimated remaining longevity of 3.25 to 3.50 years to elective replacement indicator (eri). The hardware eri byte indicated that the device had not reached hardware eri. A software download was unsuccessful, so the device was replaced.

Manufacturer narrative:
No medwatch form was received.